Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with undercorrection on both eyes (ou). The date of treatment was (B)(6) 2016 and the date of discovery was (B)(6) 2017. The patient's chief complaint was blurred vision and commented that vision was fuzzy. The surgery center indicated secondary surgical intervention will be required and is waiting for spare specs ordered. The secondary procedure is scheduled for six (6) month post op visit. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -4.25 x -2.00 x 172, left eye pre-op 20/20 -7.50 x -3.25 x 172. Post-op; bcva from (B)(6) 2016: right eye post-op 20/25 -1.00 x .00 x 90, left eye post-op 20/25 -2.25 x -.50 x 157.